Event description:
It was reported that the patient was suspected to have infection. The heartmate (hm) ii pump was removed and the patient was placed was placed on venoarterial extracorporeal membrane oxygenation (va ECMO). On (B)(6) 2023, the patient was taken to the operating room for a hm ii to hm 3 pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6). A specific cause for the reported infection could not be determined through this evaluation. Additionally, a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was partially returned. The inflow flex section was cut in half and the distal portion of the inflow conduit flex section and inlet elbow were returned detached the pump. The inlet tube and the proximal portion of the inflow conduit flex section were not returned. The sealed outflow graft was returned cut at the graft attachment. The distal portion of the outflow graft was not returned. The outflow graft bend relief was returned cut in the same location. A bend relief collar was returned separately from the pump. The outlet elbow was returned attached to the pump. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), and a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion was not returned (figure 1). The sealed inflow conduit was partially returned. The inflow flex section was cut in half and the distal portion of the inflow conduit flex section and inlet elbow were returned detached the pump. The inlet tube and the proximal portion of the inflow conduit flex section were not returned. The sealed outflow graft was returned cut at the graft attachment. The distal portion of the outflow graft was not returned. The outflow graft bend relief was returned cut in the same location. A bend relief collar was returned separately from the pump . The outlet elbow was returned attached to the pump. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away while on venoarterial extracorporeal membrane oxygenation (va ECMO) in the intensive care unit (ICU) and before the heartmate 3 implant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.